Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an operational check was performed and the (right, left) buttons reacted as if pressed twice when pressed only once. The front panel/keypad led pca was replaced to address the issue. Additionally, the front enclosure overlay was replaced due to scratches. This is not related to the reportable malfunction/issue.